Manufacturer narrative:
Device eval summary. Device eval of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was isolated to a corroded j502 component. The root cause of the corrosion was unable to be positively identified but was likely due to liquid of an unk contaminant. No adverse event resulted from the defective monitor.

Event description:
A us dist contacted zoll to report that monitor sn (B)(4) would not power on.